Manufacturer narrative:
At this time, the s-ICD remains implanted and in service. Due to the recent changes in this patient's condition (chronotropic incompetence, severe left ventricular function, frequence occurrence of bundle branch block), the physician decided that the patient will receive a cardiac resynchronization therapy defibrillator (crt-d) and this s-ICD system will be explanted. The date for the procedure has not been determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the episode showed a change in the qrs morphology that resulted in t-wave oversensing. The s-ICD delivered five inappropriate shocks which resulted in therapy exhaustion for that episode. The shock impedance measurement was in range. Additional troubleshooting was discussed. It was reported that several days before the inappropriate shocks were delivered, the patient was seen in the clinic for shortness of breath and was taken off of beta-blockers. The patient was brought back in for testing to assess their bundle branch block and chronotropic incompetence and which vectors would the be most appropriate. During testing, a complete change in the qrs morphology was observed which was similar to what occurred when the patient received inappropriate shocks. The patient experienced fatigue and shortness of breath at this point and the test was ended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
At a later date, the s-ICD was explanted. No additional adverse patient effects were reported.